Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Correction: device code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post implant, a warning occurred for low impedance on the right atrial lead. There was also a divergence of bipolar and unipolar lead impedance measurements since implant. Follow up information reported that the lead was revised. The lead and device remain in use. No patient complications have been reported as a result of this event.